Event description:
This case, reported by consumer with follow up by various healthcare providers, concerns a pt who experienced hyperglycemia, hyperglycemic coma, feeling ill & faint, fall, low back pain, hypoglycemia, hypoglycemic coma, tuberculosis, miliary tuberculosis, tuberculosis meningitis, bone marrow catarrh, consciousness disorder, renal failure, cerebral infarction, and poor lung and heart conditions. The pt was using an unspecified human insulin (unspecified humulin) twice daily, via humapen ergo, for treatment of diabetes mellitus. The unspecified type of insulin was started twice daily in 1999. This pen was used for 2 years until 2001, and the pt had no spare pen. Past medical history includes: diagnosed with diabetes mellitus in 1987. The pt reported that the pt was concurrently suffering from diabetic retinopathy and cataract for which infrared therapy was given in 2000. The following info was provided by a consumer reporter: since the pt's eyesight was not good, the pt might not have done any priming (of pen). In 2001, when the pt visited the hosp where the insulin was prescribed, an increase in the pt's blood sugar was noted. During the night of the same day, the pt fell from the pt's bed, and lost consciousness. The pt was immediately taken to hosp. During hospitalization, the pt developed low back pain, and had blood sugar level of 500 - 550 (mg/dl). The next day, a nurse noted that the injection button of the pen did not move, and the pt used a new pen for insulin administration. On the event date, the pt was transferred to the hosp where the insulin was prescribed. Five days following event date, the old pen was exchanged for a new one. A little over a month and a half later, during the hospitalization the pt developed hypoglycemic coma, had computed tomography, and received supplemental fluid. No malfunction of the pen was noted. Three days later, the pt developed tuberculosis, was transferred to another hospital where pt was diagnosed with miliary tuberculosis, bone marrow catarrh, tuberculosis meningitis, and consciousness disorder. As of the end of that same month, the pt was also suffering from renal failure, cerebral infarction, and poor lung & heart conditions. The following info provided by healthcare providers: on the night of the day following the event, the pt went to bathroom and had a fall due to low back pain. The pt was unconscious, did not feel well & vital signs stable. During the pt's hospitalization the pt was bedridden because of low back pain, which was unrelated to the pt's diabetes. There was no loss of consciousness during the hospitalization. The next day, a nurse noted that the injection button did not move, and the pt used a new pen for insulin administration. The pen was probably discarded at the hospital. Almost one month later, the pt went to a hospital where the insulin was prescribed, and received three new humacart 3/7 cartridges and 70 needles. The pt did not complain of malfunction of the pen to the hosp. The reporting internist assessed the event of hyperglycemia as serious (requiring hospitalization) and stated the elevated glucose might be related to the inability to use insulin due to breakage of the humapen ergo injection button & malfunction of the pen dial. Additionally a pharmacist reported that the event of hypoglycemia coma was probably caused by low food intake by the pt and that no device malfunction was noted. It is unknown what insulin was continued. Event outcomes unknown. Specific case details are located in source documents; further details have not been provided to clarify some elements of this case. No additional info is expected. Cid and lot number unknown. Preliminary manufacturer's comments received in 7/2001. The MFR has not received the device associated with this complaint for investigation. When received, the MFR will perform a detailed investigation to determine if the device was functioning correctly. Final analysis received by the MFR (pharmaceutical delivery systems) revealed the complaint description indicates the device broke. The device, however, was discarded by the hosp and not returned to the MFR for an investigation. As such, the MFR cannot conclude that the reported event was caused by a device breakage or a device malfunction. Further investigation is not planned. Update: internal edit to add initial suspect device info. Deleted the event medication error (dose not delivered due to possible device problem) and changed the event of coma to hyperglycemic coma. Update: add'l info received from an internist via a sales rep. Added additional reporter; updated suspect drug field; changed onset date, seriousness and causality of the hyperglycemia; added concurrent condition of low back pain; added event of feeling faint and ill; updated narrative. Update: added preliminary manufacturer's comments. Added additional reporters; added pt info; added events of hypoglycemia, hypoglycemic coma, fall, loss of consciousness and conciousness disorder, bone marrow catarrh, renal failure, cerebral infarction, poor lung & heart conditions, diabetic retinopathy, cataract; added reporting health care provider's opinion of relatedness; updated narratives. Update: internal edit to remove hypoglycemic coma event from device association; added as potential legal case. Update: internal edit. Deleted events (diabetic retinopathy & cataract) and added to history; changed events (hyperglycemia, hyperglycemic coma, hypoglycemic coma) to a diagnosis, changed start date of suspect device; added event (low back pain); deleted hypoglycemia as device event; updated narrative. Update: received and added final analysis of 8/2001; updated narratives.